Manufacturer narrative:
Additional information was requested and the following was obtained: did this patient also experience vicryl spitting? I don't know. Or did another patient experience vicryl spitting? Yes. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a used symmetric stratafix suture with body fluids could be observed. However, no conclusion could be reached as why reported ¿ felt something poking her¿ as the sample was not returned for analysis. The photos do not provide enough evidence to determine root cause.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: initial procedure name? Total knee arthroplasty initial procedure date - about 6 weeks ago date that the stratafix pulled out of knee incision? - thursday, (B)(6) 2017. What location and what layer of tissue was the suture placed? Subcutaneous. What in the physicians opinion are the factors contributing to the event reported? - perhaps the patient picked at the wound. Was there any precipitating stress factor for the suture to pull out? No. Any quality issues noted with the suture post-op (ie. Fraying / breakage / barbs/ knots) ? None. If suture breakage, please provide the location of breakage (initiation or termination end)? Middle of suture. What medical/surgical interventions were performed to treat the patient condition? Results? None. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? None. Were there any intra- operative complications? No. How is the patient today? Doing great - wound was already healed. Will the actual sample be returned for evaluation? No. Are any representative samples available for evaluation? No. Product code and lot number involved - sxpp1a403 - lot # unknown. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Does the patient have any pre-existing medical conditions? - female, in her 60's , overweight - elevated bmi, endo-morph. Any additional information does the surgeon opine that the event is related to post op suture breakage or suture spitting or other? He was unsure ¿ but did mention spitting.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on about (B)(6) 2017 and barbed suture was used on the subcutaneous layer. About 6 weeks later, on (B)(6) 2017, the patient pulled the barbed suture out of the knee incision because she felt something poking her. Patient is currently doing great and the wound has already healed. Additional information was requested.